Event description:
On (B)(6) 2011, pt reported the infusion device will freeze on him. Pt stated one of the buttons on the infusion device hasn't been working. Pt stated the infusion device freezing occurred only a couple of times. Pt reported the last time it occurred was about 6 weeks ago. Pt stated he didn't get any type of error message when it occurred. Pt reported he would leave the infusion device alone for about 15 minutes and it would be okay. Pt stated he could then press the buttons on the infusion device and it would respond again. Pt reported he noticed the buttons were not responding in (B)(6) 2010. Pt stated the buttons not responding has started to happen more frequently than it was in the beginning. Pt reported he noticed the issue when he was attempting to perform a quick bolus. Pt stated the button pops back up when pressed. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.